Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery cap couldn't be removed from the pump case. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery, if the damage impacts the power circuit or cartridge compartment. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2018 with the following findings: during investigation, the battery cap was hard to remove/insert due the stripped battery cap¿s threads, complaint is duplicated. A test battery cap was able to insert properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.